Event description:
It was reported that this patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced an infection and was hospitalized. There was no specific allegation that this event was related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following a pd catheter (not a (B)(6) product) exit-site infection noted on the same day in the outpatient clinic. It was explained that the patient presented to the outpatient clinic on (B)(6) 2026 with tenderness and erythema to the superior aspect of her catheter exit-site. The patient was advised to report to the emergency department where she was admitted to the hospital on the same day. It was reported that the outpatient clinic is awaiting the patient¿s hospital discharge paperwork and, as a result, diagnostic laboratory results and full details of the hospital course remain unknown. The patient was diagnosed with an exit-site infection due to an unknown etiology. The patient was prescribed both intravenous and topical gentamycin (dosages and frequencies unknown) to address the infection while hospitalized and post-discharge. The patient¿s pd catheter (not a (B)(6) product) was removed due to the severity of infection, and she was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2026. The pdrn reported that though the exact cause of the patient¿s adverse event was unknown, there was no indication her exit-site infection was due to a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient remains on hd therapy on an in-center basis post-discharge and will be reevaluated in approximately one month as to whether the patient will return to pd therapy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).